Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pace sense portion of this right ventricular (rv) lead was partially abandoned due to high pacing threshold measurements. The lead remains in service. No additional adverse patient effects were reported.